Event description:
According to the patient's mother, when she was flushing the white lumen of the patient's right chest double lumen hickman, "it exploded." Patient's mother took the patient to the ed, which in turn, paged the vascular access team. An rn examined the catheter and was able to see a large (approximately 1/2 cm in length) tear to distal portion of white lumen, just superior to the thicker "clamp here" section. The catheter was repaired per the hospital protocol. Mother states prior to the line fracture, she noticed the line twisting while the patient was lying down. Prior to the catheter repair, it was noted that there was a stress loop present beneath the sterile dressing. Mother reports patient is very active. Mother also reports she uses only 10ml syringes when flushing the hickman, which is appropriate. Line replaced.